Event description:
It was reported that a patient underwent a cardiac ablation procedure that involved usage of vizigo sheaths. However, the first two sheaths had the same issue: air drawn into the side port. During the first insertion of the varipulse catheter into the sheath, air was continuously drawn into the side port. When the sheath was replaced, the same issue occurred with the second sheath. The issues did not resolve despite the use of an air tray. Both sheaths had been replaced and the procedure was completed using a third sheath. No air was drawn into the patient's body. No patient consequences were reported. There are two reports for the first two vizigo sheaths. This report is for lot 60000682.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).